Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal delivery and a confirmed e70 alarm was noted in the alarm history screen. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform a21 error test, occlusion test, prime test and excessive no delivery test due to motor error. No unexpected loss of setting noted. The insulin pump passed the displacement test, rewind, self-test, off no power test, basic occlusion test and prime test. All operating currents are within specification. The insulin pump had cracked reservoir tube lip, minor scratched display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. Customer was advised that we are sending replacement.